Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11. 4 previously reported events are included in this follow-up record. Product return status 4 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 4 malfunction events in which the device or cutting accessory fractured. - 3 events had patient involvement; no patient impact. - 1 event reportedly required imaging to be performed.

Event description:
This report summarizes 4 malfunction events in which the device or cutting accessory fractured. 4 events had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 device investigation types have not yet been determined. Additional information: 4 devices were labeled for single-use. 4 devices were not reprocessed or reused.